Event description:
Pt undergoing laparoscopic cholecystostomy. When the bluntport was removed, after surgery, the surgeon noticed a piece of the bluntport trocar was broken. The physician then found another piece in the surgical field. Per the surgeon, all pieces were accounted for prior to finishing the procedure.